Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the intraocular lens was damaged, the iol came cracked at the insertion of the haptic with the body, making the haptic unstable, so that it had to be replaced. During explantation the haptic popped out. The lens was removed during initial procedure and replaced with another lens. No patient harm was reported.

Manufacturer narrative:
On initial MDR the product problem code of 2292 was an error. The product was not returned. The provided photo shows the lens positioned incorrectly in the lens case. One haptic is broken in the gusset area and laying on the lens. The optic is pressed against a post in the lens case. We are unable to determine if there is any damage to the optic. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file does not provide information regarding the viscoelastic. It is unknown if a qualified combination was used. Based on our observation of the attached photos, the haptic is broken. We are unable to determine if there is damage to the optic. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling or damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. It is unknown if a qualified combination was used. Company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. The manufacturer internal reference number is: (B)(4).